Event description:
It was reported that the 9900 sys had a hard drive failure error during a case. Also some pt data was mixed up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The dicom connection was repaired and the software upgrade was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.